Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter particles were found in the 60 ml bd¿ syringe with bd luer-lok¿ tip, as well as reports of a "strong odor". There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd had not received any samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is undetermined.